Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer mentioned that the main pcb (printed circuit board) and eeprom (erasable programmable read-only memory) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that while the vela ventilator was running, xdcr (transducer) fault, low pip ((low peak inspiratory pressure), and high rate occurred. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.